Event description:
It was reported that customer received a message asking for minimum of 50 units of insulin during a cartridge change. Customer used cold insulin. Tandem technical support had customer reload the cartridge. Customer was able to successfully resume insulin deliver, but the pump gave an inaccurate fill estimate. The customer's blood glucose was impacted (277 mg/dl).

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.